Event description:
It was reported that during a low anterior resection, the device stapled the proximal line and produced a cut line, but failed to staple the distal line. Surgery was prolonged 240 minutes as the surgeon had to hand stitch the distal line transanally.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.